Manufacturer narrative:
The complaint could not be confirmed. No product samples, pictures, or videos were received for investigation. Without the return of the used sample, a comprehensive failure investigation cannot be performed and a cause cannot be determined. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint.

Event description:
The event involved a transpac® it monitoring kit w/safeset¿ reservoir, 03 ml flush device, 84" red stripe pressure tubing and 2 needleless valves. The device was reportedly associated with significant patient bleeding followed by the removal of the arterial catheter. During active monitoring, there was sudden disconnection of the blood pressure (visible on the monitor) and from the section of the wire located under the syringe, at the connection of the pressure head. Note: there was minimal patient movement, the system was not affected by him. There were no visible signs of malfunction, damage, strain or wear, nor any physical defect observed on the device. The event took place without any intervention from the clinician or that of the patient. He was in bed and was with his family when this happened. The device was not touched by the patient (according to his family present when it happened). The products were stored in a reserve provided for this purpose and in ladders, in our offices. No possible replacement with another product was made. The arterial catheter was removed from the patient. No medication was being administered at the time. Blood loss was not clinically visible since the flow of blood was very quickly stopped by the alarm ring of the pulmonary artery (pa) disconnection scope, the arterial catheter was removed and a compression bandage was applied. There was no change in the condition of the patient. No one was injured.